Event description:
Informant stated that a catheter was inserted into the patient's skull and the drainage device was connected. The drainage device began to leak cerebral spinal fluid and was replaced. The nursing staff was concerned with the risk of contamination/infection.